Event description:
The customer reported to olympus that the videoscope's insertion part curved adhesive was chipped. The device was returned to olympus for evaluation. During evaluation, the adhesive on the objective lens was found to be peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During visual examination, the reported issue was confirmed: the bending section cover's adhesive was chipped. The following issues were noted during examination: the universal cord protector was scratched; the video connector was cracked and scratched; and the angulation lever was deformed. Functional testing showed that the bending angle in the up direction did not meet specifications. This issue was caused by a worn angle wire. In addition, the angulation lever did not move smoothly due to damage to the control section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The investigation determined that the issue could have been caused by stress from repeated use, external factors or handling of device; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.